Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly.

Event description:
Customer reported via phone call that the insulin pump was accidentally drop in the water customer's blood glucose value was 80 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.